Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After one partial recapture of the closure device, the was kinked. As the barb of the closure device hooked into the carpal muscle, the was kinked, and the closure device could not be fully recaptured. The kinked was was used to deploy the closure device in the laa, and the closure device was successfully implanted. No patient complications were noted.